Event description:
The customer observed a falsely elevated architect stat troponin-I result for a female patient. The following data was provided (female reference range is 0.000-0.013 ng/ml): sample ID (B)(6) initial result was 0.18, repeat was 0.002 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section d10 - concomitant product information corrected from arc troponin hs rgt 100, 02r98-25, 08943un23 to arc trop rgt, 02k41-37, 08943un23. The complaint investigation for a falsely elevated architect stat troponin-I result on the architect i2000sr, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The field service engineer (fse) recommended the customer replace and calibrate the architect probe, list number 08c94-47, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a female patient. The following data was provided (female reference range is 0.000-0.013 ng/ml): sample ID (B)(6) initial result was 0.18, repeat was 0.002 ng/ml. There was no impact to patient management reported.